Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 56mg/dl due to delivering a correction bolus too large. Tandem technical support reviewed the customer's pump data and educated the customer on how insulin on board (iob) impacts bolus calculations. Carbohydrates were consumed to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. A new infusion set site was inserted and insulin delivery was resumed. During a follow-up, the customer reported that additional occlusion alarms were received. The customer¿s blood glucose (bg) level was not impacted. The customer cleared the alarm and successfully resumed insulin deliveries. The customer stated they would speak to their healthcare provider in regards to alternate infusion set options.